Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected increasing impedances on this epicardial defibrillation lead since implant. Recently the impedances are out of range and noise was present which could be reproduced. A technical services consultant suggested possible lead fracture.